Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the electrode fell out of the extender as it was being removed from the trocar and fell into the pt cavity. The electrode was retrieved. There was no pt injury.